Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged low blood glucose while using the ilet for less than one day, with a documented nadir of 22 mg/dl, following seven consecutive ¿dinner usual¿ meal announcements; the user discontinued ilet use thereafter and emergency medical services were called. Symptoms included hypoglycemia. Outcomes included emergency assistance without hospitalization, and the user self-treated with oral carbohydrates including juice, muffins, and a peanut butter sandwich prior to ems arrival, after which glucose levels rose. Investigation included customer interview and review of use behaviors. Investigation of this case revealed that repeated meal announcements likely prompted excessive insulin delivery during early adaptation, consistent with user error in meal entry rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user interaction leading to over-delivery due to multiple meal announcements was the most probable cause.